Event description:
I had mentor saline breast implants put in (B)(6) 2007, within 2yrs my hair was falling out. I had gout, chronic fatigue, severe shoulder pain, severe back pain, brain fog, my thyroid started having issues. I had just turned (B)(6) when I got the implants. I had my breast implants removed (B)(6) 2018 and 90% of my symptoms were gone after the first month of recovery. Nobody told me about any adverse reactions to implants other than ¿maybe back pain due to the weight of implants¿. These need to be taken off the market or give fully informed consent when someone gets these put in.